Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and was transported by an ambulance to the emergency room. Reportedly, the customer received bruises from the transport. The customer was treated with intravenous glucose. Treatment resolved the issue and there was no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.